Event description:
Pump alarm 20 was reported, which occurred during the loading process. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted in loading a new cartridge, but the alarm recurred, preventing the resumption of insulin therapy. Consequently, the decision was made to replace the pump, which was under warranty. The customer was instructed to use multiple daily injections as a backup therapy and was guided on how to put the pump into storage mode for return.